Event description:
Information was received that reported a patient had been hospitalized on 1/30/06 due to hyperglycemia. The reporter states that on 1/30/06 she awoke at 1000 and her blood glucose was 350. She gave a bolus and had a light lunch. At around 1230 she took a nap and woke up and hour later and her blood glucose was over 500. She reports another bolus that did not lower her blood glucose level. She reports at that time since she had no other insulin or supplies she went to the hospital at 1500 and was admitted with a blood glucose reported as 700. The reporter was released at 1730 in 2006. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, as of the time of this report the device had not been returned.